Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during percutaneous transluminal arterial access the introducer sheath detached from its hub. The physician had acquired right retrograde common femoral artery access when the 5f sheath detached causing an arterial dissection within the right femoral artery. The physician then acquired contralateral, left retrograde femoral artery access in order to negotiate the patient's common iliac bifurcation and successfully retrieve the detached sheath from the right femoral artery with a vascular snare device.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is attributed to excessive force applied to the device during use. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.